Manufacturer narrative:
The remote service engineer (rse) evaluated the device remotely and determined that the device prompted treatment disabled. The customer was guided to run the operation check. The operation passed and the device returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, there was no device malfunction. The reported problem was not confirmed.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation. Please revise as per comments via teams chat.

Event description:
Philips received a complaint on the defibrillator indicating that the device prompted "treatment disabled". There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.